Manufacturer narrative:
Asept valve from m7001. Batch record review: lot number provided by complainant does not correspond with returned device. Lot 1004-020 is for a m7002, DHR was complete and in order. Visual inspection: identified and removed organic foreign mass within the valve adapter. The foreign mass was 0.5" length x 0.03" diameter (see scanned page). Once cleared, fluid could be injected and aspirated through the valve. Functional inspection: flow test results: 123 ml/min (specification 60 ml/min). Pressure test results: no pressure leak at 20 psi/30 seconds (specification no leak at 20 psi/30 seconds) vacuum test results: no vacuum leak at 27 inhg/120 seconds (specification no leak at 27 inhg/120 seconds). Conclusion: the foreign mass occluded the valve preventing the valve from performing as indicated.

Event description:
It was reported "initial placement went well on (B)(6) 2010. Drainage performed properly for a 16 day period. Over time, the valve became clogged and was not performing as indicated." Pt outcome: "the valve clogging problem allowed for fluid to back up in the pleural space and lead to increased pressure. A CT scan was performed along with a thoracentesis on (B)(6) 2010. The valve was replaced with a valve from a pleurx kit on (B)(6) 2010.